Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 15 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera ii video system center was experiencing an intermittent image during an unspecified procedure. According to the initial reporter, the unit was functioning properly at first, then the image would unexpectedly begin flickering when the menu comes up. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter confirming that all equipment is inspected prior to use. According to the initial reporter, the flickering occurred multiple times during different colonoscopies and then went right back to normal visuals. As a result, the customer confirmed that all procedures were completed without patient incident. The initial reporter is the manager of gi endoscopy. Information concerning the other events was requested but was unknown. Consequently, report was patient identifier (B)(6) was opened to capture those events. This report, with patient identifier (B)(6) will remain open to capture the initially reported event.